Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot is expected to be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow. The tubing set was being used to deliver an unspecified solution and an unspecified blood product, via gravity. At an unspecified time, the customer contact reported that when pressing the blood pump of the tubing set, blood backflowed to the drip chamber of the tubing set. No specific details were provided. No specific details were provided. There was no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were reported. Hospira is continuing to investigate.